Event description:
On 18th july 2025, it was reported by an arthrex employee via email that an ar-13999mf, fastpass scorpion, sl-mf, would not close. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as another scorpion was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The cause of the reported failure is internal manufacturing issues which are being addressed through a CAPA. The complaint allegation was confirmed based on the customer¿s attached image, which showed that the instrument¿s jaw was not closing completely.